Event description:
It was reported that during a defibrillator change out procedure, the left ventricular lead exhibited intermittent capture. The device was reprogrammed. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.